Manufacturer narrative:
It was reported that the navitor valve migrated above the annulus after deployment. Also reported that pre-dilatation of the native valve was performed with a non-compliant balloon. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on review of still images performed at abbott, the balloon used for pre dilatation was too small based on the annulus size. The valve appeared under-expanded. Based on the information received, the migration was thought to be related to the horizontal aorta; the exact cause of reported device migration could not be conclusively determined. The migrated valve was snared into the ascending aorta. The reported surgical intervention was a result of case-specific circumstances as second navitor valve was implanted valve-in-valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Sufficient calcium was present. Aortic angle was 78 degrees. Pre-dilatation of the native valve was performed with a non-compliant osypka 20mm x 40mm balloon. The navitor was advanced to the annulus. Depth at 80% was 3mm. After final deployment at 3mm depth, the valve migrated above the annulus. The valve was snared into the ascending aorta. A second 29mm navitor was then implanted valve in valve. Post dilatation with a non-compliant osypka 24mm x 40mm balloon was performed as a physician preference to optimize the valve in valve result. There were no reported patient consequences and the patient remained hemodynamically stable throughout the procedure. In the physician's opinion, the migration was thought to be related to the horizontal aorta.